Manufacturer narrative:
Subject device has been received and a service & repair eval. Was performed. The investigation of the complaint articles indicates that: the customer reported the screw on the inserter broke. The repair technician reported the pin on the replacement alignment was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Information was received on (B)(4) 2015. A service and repair record review was attempted for the subject device. The review could not be performed because the subject device is a lot-controlled item. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(4) 2015. It was reported that there was no surgical delay due to the reported event.

Manufacturer narrative:
Product investigation summary: the complaint condition for the helical blade inserter (part 357.372 / lot 7643211) was likely caused by rough handling during surgery; however, this complaint is not likely a result of any design related deficiency. The helical blade inserter is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have broken during surgery. This condition is confirmed; the thumb screw on the alignment indicator is broken and the device cannot be reassembled. It is likely that excessive hammering and rough handling during surgery has led to this complaint condition. The device was manufactured in april, 2014 and is over a year old. The balance of the returned device is in fairly worn condition with signs of hammer strikes at the proximal end. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history record review has been requested and the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that when the surgeon was trying to back up the helical blade it broke the screw of the helical blade inserter. Surgery was able to be completed with no harm to the patient. This report is 1 of 1 for (B)(4).